Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control materials. Testing results: donor #1: retention meter and master lot strips: 2.8 inr , customer meter and customer strips: 2.9 inr . Donor #2: retention meter and master lot strips: 6.3 inr, customer meter and customer strips: 6.1 inr. The maximum difference between measurements with the same blood sample was 4%. Relevant retention test strips (lot 266836) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek in range meter serial number (B)(4) compared to the laboratory results. The results from the meter were 4.5 inr and 3.8 inr. The elapsed time between the results was two hours using a different fingerstick. The customer's cardiologist had laboratory testing performed two hours later. The laboratory result with venous blood was 3.3 inr. There was no allegation of an adverse event. The customer's medication was based on the laboratory result. The customer's therapeutic range was 2.5 - 3.0 inr. The suspect device was requested to be returned for investigation.